Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, and the pacing capture threshold in the rv (right ventricle) was intermittent. The analyst noted there were 31 ventricular high rate episodes recorded; with apparent noise oversensing seen on the electrograms. The ventricular capture management threshold trend was variable with an average measurement of less than 1 volts, but in 6 of the 33 weeks of trending data, the max threshold measured was greater than 2.5 volts.

Event description:
It was reported that the lead exhibited unstable thresholds. In addition, the device collected 31 ventricular high rate episodes, which in turn were reviewed as noise with an unknown source. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addr01 ipg, implanted: unknown. (B)(4).